Event description:
Additional information has been received that there was no patient impact.

Manufacturer narrative:
Additional information provided in a.2. , a.3.a , b.5. , d.10. , e.4. And h.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during the intraocular lens (iol) implant procedure, the lens was scratched. The lens was explanted and replaced with same model and diopter company lens. Additional information has been requested.

Manufacturer narrative:
Additional information provided in d.9., h.3. , h.6. And h.11. The sample was returned for analysis. However, only label set & p & l components returned. No iol returned. The reported event cannot be confirmed from the returned sample. The complainant states the use of company model injector device which is not qualified for use with associated model. The complainant indicates the use of non company as a viscoelastic, which is not qualified for use with associated model, this is not a qualified company product combination. The surgeon states the iol did not contribute to the event. No further information available. The reported event cannot be confirmed from the returned sample; based on the information provided by the customer, the most likely root cause is failure to follow (instructions for use) IFU, as the surgeon states the use of non-qualified combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3. , h.6. And h.11. The product was not returned for analysis. The complainant states the use of company device which is not qualified for use with associated model. The surgeon states the iol did not contribute to the event. No further information available. The reported complaint was not observed as no sample was returned for analysis. However, based on the information provided by the customer, the most likely root cause is failure to follow IFU, as the surgeon states the use of non-qualified combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).